Manufacturer narrative:
(B)(4). No malfunction alarm was reported.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was unable to be turned on after having been in storage mode. Reportedly, a malfunction alarm occurred after the pump was reset. The customer's blood glucose level was not impacted. It was confirmed that the customer had a backup method of insulin delivery available.